Manufacturer narrative:
Results eval: the investigation into this file has been started, but not completed. Initial eval revealed leakage was located in the bonding portion between the cuff and tube. Leakage portion was examined under magnification and found the proximal cuff skirt became unstuck approx .6 mm in length. A review of the complaints database reveal no other reports on this device lot number. The event sample has been forwarded to the mfg site. Upon completion of the investigation a f/u report will be submitted.